Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -12.00/+6.0/005 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2014. The reporter indicated there was gradual loss of vision and diagnosis of blindness ((B)(6) 2022). Blindness due to glaucoma resulting from icl implantation. The specific etiology is unknown. The glaucoma progressed relatively quickly with repeated mild elevations in iop and sedation with medication (anti glaucoma and anti inflammation) . The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
Age or date of birth: unk, sex: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Manufacturer narrative:
Corrected data: b5- " date of (B)(6) 2014 should be corrected to (B)(6) 2014." Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon implanted a 12.5mm ticm 12.5 implantable collamer lens of diopter -12.00/+6.0/005 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2014. The patient experienced loss of vision; blindness due to glaucoma (diagnosed on (B)(6) 2022; elevated iop; secondary yag performed; lens repositioning, lens rotation; inflammation; pigment; and medication was prescribed. Reportedly "the lens remains implanted. The implanted lenses are not lenses sold by staar japan. The lenses were purchased by physicians through private importation." The problem was not resolved. Status of the eye was reported as "blindness due to glaucoma resulting from icl implantation. The specific etiology is unknown. The glaucoma progressed relatively quickly with repeated mild elevations in iop and sedation with medication." The reporter indicated that the cause of the event was unknown." H6- health impact-clinical code: 4581- pigment. Claim#: (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).